Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4+. During preparation, the clip was unable to open. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported inability to open the clip as the clip was opened with difficulty. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported inability to open the clip could not be conclusively determined. A cause for the observed difficulty opening the clip could not be conclusively determined. The observed actuator knob leak, deformed mandrel, and arm positioner resistance were determined to be a potential product quality issue. The investigation was unable to determine a conclusive root cause for the clip actuation issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.